Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, bent sensor, calibration error/ calibration not accepted, sensor updating/sg not available. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia, hypoglycemia, pain, skin inflammation/ irritation, infection treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: reporting cgm issue, asking for transmitter. Document treatment for high bg: delivered bolus. The event involved product(s) mmt-1884l, mmt-332a, mmt-7841zn, mmt-242a, mmt-7040a, mmt-7040a, mmt-7040a, mmt-7040a, mmt-7040a. Troubleshooting was performed, customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. Customer declined tocontinue with troubleshooting.customer reported low bgs.customer reported slight bend/curve in sensor, which is normal as sensoris designed to be flexible.customer reported an issue with the insertion site.customer received a change sensor alert. Explained possible causes. Customer is unable to run a transmitter test and/or test passed. Cust advised to tryanother sensor. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-332a. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-242a. No product return is required for mmt-7040a. No product return is required for mmt-7040a. No product return is required for mmt-7040a. No product return is required for mmt-7040a. No product return is required for mmt-7040a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Deleting harm codes: 4545, 1930 as the customer had only mentioned about pain on site.